Event description:
Event description cpi received information that during a routine follow-up of a implantable pulse generator (ipg), using this application software, the device reverted to the back-up mode at a rate of 30 ppm. This occurred each time the wand was placed over the pacemaker. The patient is pacemaker dependent and became symptomatic. The ipg was reprogrammed back to the original parameters and remains implanted.